Event description:
It was reported that during a supply change the user did not observe expected drops in the tubing at 12 units and later noted being at (B)(4) units, after which they experienced hyperglycemia with glucose levels over 400 mg/dl for approximately two hours and device alerts for prolonged high glucose. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis, and no ketone testing was performed. Outcomes included no use of backup therapy, no professional medical intervention, and no need for assistance. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause. It was concluded that the event involved hyperglycemia with an undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.